Event description:
It was reported that the device had an electrical reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Device experienced a critical ram parity error por on (B)(6) 2012 in location "11 be". Device should be able to recover from the event and continue normal function.